Manufacturer narrative:
A complete lead was returned in one piece measuring 57.8 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon inspection, it was observed the right ventricular lead had dislodged and was found in the pocket of the device. There was no capture and poor sensing of the ventricular chamber. The lead was explanted and replaced. There were no patient consequences.